Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported she recently started using the 530g with the enlite sensor, and the last time she changed the sensor, the needle housing stayed inside the serter. Customer has also had high blood glucose since yesterday. She also reported a false threshold suspend mode. Customer's blood glucose is 380 mg/dl. She just treated with the device and changed her infusion set. Customer has a trace of ketones. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. For the threshold suspend, customer stated her sensor reading was 58 mg/dl and the threshold limit was set to 60 mg/dl. Customer was educated on the differences between sensor glucose readings and blood glucose. Nothing further reported.